Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardiac monitor exhibiting an alert for tachycardia episodes. It was determined that the device was over-sensing, and the episodes were false. There were no interventions made. The patient was in stable condition and reported no symptoms.